Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed per picture evaluation provided by the customer attached to the complaint, that reveals the implant/sheath was not implanted during the insertion. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the device was defect. No further information was provided regarding the failure. No part of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 25-nov-2024. It was further reported that the anchor could not be placed, because it did not fit into the drill hole.